Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that since they last called in the implantable neurostimulator (ins) continued to charge very slowly, but yesterday while charging their implantable neurostimulator (ins) they felt heat on their back where the recharger was and then the controller screen went blank and has been blank ever since. Caller stated they saw a message on the controller that said to call medtronic prior to the screen going blank. Caller confirmed they felt the recharger paddle get hot. Agent had caller reset the controller battery. Caller confirmed no visible damage to the equipment. Caller connected the controller to the ac power supply and confirmed controller powered on. Caller inserted the battery pack and confirmed the controller was 70% and the implant was 70%. Caller confirmed the controller was recharging. Caller went on to ask if it was normal for it to take 1 hour to charge from 80% to 100% with excellent quality. Caller added that for as long as they can remember they have had issues with the recharge quality as often times it just displays "recharging" with no quality listed. Agent reviewed information with caller and device functions. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97755; serial# (B)(6); product type recharger was returned for evaluation. Analysis found recharger antenna failure. Specifically, no device found message was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.